Event description:
Distributor (B)(6) reported the sternalock plate and screws came out of the bone when the patient sneezed.

Manufacturer narrative:
Patient reported non-compliance to post-operative instructions. Patient was chopping wood and sneezed when the screws and plates backed out of the sternum. This surgery is the patient's third re-operation and first biomet microfixation revision. The warnings in the package insert state this type of event can occur with patient non-compliance to post-surgical instruction. . The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. Without a known lot number, review of the manufacturing records cannot be performed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.